Event description:
It was reported that the mobile programmer application lost bluetooth connection during interrogation of the implantable device. It was attempted to close the mobile programmer application however it did not close down. It was then attempted to turn off the patient connector however it would not power off. The patient connector eventually powered off after several minutes. The mobile programmer application and patient connecter were then restarted and the issue was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.